Event description:
Subsequently, after the initial report was filed it was noted that when attempting to advance the balance middleweight universal ii guide wire resistance was felt with anatomy. Later it met resistance with the unspecified balloon catheter and anatomy during removal. The core of the device was noted to be peeled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 80% stenosed lesion, resulting in the difficulty during advancement and removal. Additionally, it was reported that the wire was observed to have peeled polymer after being removed from the anatomy. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported peeled polymer. Peeled polymer would impact the wires maneuverability within a catheter. It is possible that the reported polymer damage contributed to resistance with the catheter during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a to treat a moderately right coronary artery that is 80%. The hi-torque balance middleweight universal ii guide wire was inserted through the femoral artery and resistance was felt when attempting to advance and began to get stuck. The guide wire was removed and coating was noted to be peeled off. Another wire used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.